Event description:
Following the initial implant procedure, far-field r-wave oversensing resulting in a ventricular fibrillation (vf) was observed on the atrial lead. The device correctly identified the vf and delivered high voltage therapy to terminate the arrhythmia. Upon investigation, the atrial lead was found to be dislodged. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.